Event description:
It was reported that the patient was no longer able to feel stimulation sensation of their implanted neurostimulator(ins). The patient noted that he can feel very slight stimulation when he alters his body position and concentrates on the sensation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information. The patient had a loss of therapeutic effect and there was no known accident or incident related to the event. The impedances were measured and the results indicated impedances for electrodes 0-7 were all >10,000 ohms. Impedances for electrodes 8-15 were all within normal limits. The device was currently programmed to use electrodes 0-7, so the device was re-programmed around the high impedances using electrodes 8-15. Afterwards, the patient was receiving "good" therapy.

Event description:
Additional information received reported that the patient's ins had not been working and had been turned off for the past seven months. The patient stated that "one of the probes was off completely" and was malfunctioning, and that he had probes sticking out of his back and was in a lot of pain. An x-ray had shown that the lead was not in the correct place, as it had moved. The hcp planned to perform a revision on (B)(6) if they could find a general surgeon to assist.

Manufacturer narrative:
Lead model 3777-75 (B)(4) implanted: (B)(6) 2011, lead model 3777-75 (B)(4) implanted: (B)(6) 2011, programmer model 37743 (B)(4).